Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to placement difficulty. Moreover, physical damage on the insulation and lead body was noted. The lead was not track over wire as blood was observed inside the lead and the physician could not flush it out. The physician also had difficulty removing the lead. The lead was never in service. No adverse patient effects reported.